Event description:
It was reported that during a stenting treatment procedure, stent damaged occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad) and the first diagonal left anterior descending artery (lad). The physician advanced two unknown guide wires to the side and main branches of the lesion and performed pre-dilation with a 2.5mm x 13mm non-bsc device. This 2.75mm x 28mm promus element stent delivery system was deployed at 12atms in the main branch. The non-bsc guide wire in the side branch was re-crossed in the side branch then the promus stent was post-dilated with a 15mm x 3.0mm non bsc device at 20atms. While attempting to cross the lesion with a non bsc balloon, no-cross occurred and the physician observed from an angio shade that the stent became "deformed." It was noted that the stent was 4mm shorter after post-ivus was performed. The physician felt that it was possible the stent was malapposed due to calcification. Therefore, a non-bsc stent was implanted in the left anterior descending artery to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).